Event description:
The reporter stated an aq2010v silicone three piece lens was torn, and it was unk if there was any pt contact or injury.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.